Manufacturer narrative:
(B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a compromised force sensor system alarm. The customer also reported that the drive support cap was loose. The customer could not recall any significant events leading to the alarm. Customer was advised to discontinue use of the device and revert to a back up plan. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.